Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The high voltage cables were regreased and seated. The tube ports were cleaned and filament calibration was performed. The connections were checked and the floppy drive and mainframe batteries were replaced. The system operates as intended.

Event description:
The customer reported that during a case, the 9800 system displayed a filament regulator error message and the right monitor went blank. No patient injury was reported.